Manufacturer narrative:
(B)(4). Lead was surgically abandoned, it is not expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.